Manufacturer narrative:
Concomitant medical products: 5076-52, lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) had reached eri (elective replacement indicator) approximately two years ago and is now alarming. It is suspected that an electrical reset has occurred and/or a charge circuit timeout/charge circuitinactive has occurred. The ICD remains implanted. No patient complications have been reported as a result of this event.